Event description:
Hcp reported pt infection. Infection signs and symptoms were increased temperature, chills, drainage from incision, esr increase to 42, incision redness with swelling. The type of organism found was staph aureus. The total device system was explanted, infectious disease control was consulted. The pt was treated with IV antibiotics. The infection is ongoing. The device was explanted but not returned to the manufacturer for analysis.